Manufacturer narrative:
Data corrected based on new information obtained via follow up,

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history, and healthcare provider's information.

Event description:
It was reported that the patient was unable to have trial leads implanted on (B)(6) 2019. During the trial procedure, the physician observed that the patient had excess scar tissue from prior procedures and the physician opted to abandon the procedure at the time.